Manufacturer narrative:
The device has been returned and a device evaluation completed for it. This supplemental report is being submitted to provide this information. The device history record review for the lot indicated no anomaly with the inspection. The actual lot # on the device is (B)(6) is the package lot #. The reported issue of the device was the teflon pad melted. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is missing a very large portion (90 percent) exposing metal; missing portion not returned. The distal end of the device was inspected under a microscope, and some charring and tissue buildup was found, consistent with use. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The probe coating was peeling off. The exact cause of the event cannot be exclusively identified. From the past investigation results, the intensively worn of the tissue pad is likely to have occurred in the following manner: "seal & cut" output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. Peel-off of the probe coating may have happened thus: activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets stuck to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Device 2 of 3. It was reported that during a liver resection procedure, the tissue pads of both handles of the device melted. A different device was used to complete the procedure. No patient injury or harm occurred. It was noted the device was inspected prior to use.